Event description:
Md attempting to tighten the zimmer biomet sternalock 360 sternal wire plating device when the black tightening piece slipped off the first wire. The same event happened when she attempted to tighten the second wire. The third wire tightened without issue. She was unable to replace the black tightening pieces. Both failed pieces were removed. A second 360 device was opened and both wires were replaced and tightened without incident.